Event description:
(B)(6), 2011, clinic notes from a vns treating physician were received. Review of the clinic notes dated (B)(6), 2003 reported that the pt had 6 seizures total. Clinic notes at a later date of (B)(6), 2011 and (B)(6), 2011 state that the pt had 23 and 17 seizures respectively. Add'l info regarding this apparent increase in seizures has been requested from the physician; however, no further info has been received to date. On (B)(6), 2011, a battery life calculation was performed for the pt's physician. The result revealed negative years remaining until eri = yes. The pt is scheduled for battery replacement surgery in (B)(6) 2011. When add'l info is received, it will be reported.